Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall errors during attempts to make meal announcements, with delivery halting at 3 percent despite multiple restarts and a subsequent manual restart via the settings menu; the device was replaced and the user was instructed on return and data sync procedures. Symptoms included sensor-reported high glucose without reported physical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included remote troubleshooting and review of device behavior during meal announcement and insulin delivery. Investigation of this case revealed a malfunction consistent with a consecutive motor stall affecting insulin delivery in the insulin pump component. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure related to the delivery mechanism.